Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open bariatric procedure, the patient presented with fistula, and exploratory laparotomy was performed. This resulted to extended surgical time of more than 30 minutes and extended patient hospitalization for 60 days.